Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 2.75-3.5 mm x12-32 mm, 90% stenosed, eccentric, de novo target lesion with significant lesion bend of >45 and <90 was located in the mildly tortuous and non-calcified let anterior descending (lad) artery. A 3.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the proximal end of the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.